Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-36 alarm was unable to be identified during the evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified; however, an f-38 alarm and a broken door latch were identified which will be captured and reported in (B)(4), respectively. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f36 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.